Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customers blood glucose was 160 - 180 mg/dl at the time of event. A replacement pump was sent to the customer to resolve the issue.